Event description:
The customer contacted physio-control to report that their device locked up and became unresponsive. The customer was able to resolve the issue by removing the batteries. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.